Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula bent retracted inside sensor base. See attached file for details. No broken or missing parts were observed during analysis. See attached file for details. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that he put in a new sensor when he tried to connect to a new sensor and customer got a sensor lost signal about twenty minutes after inserting. The customer tried to start the process over and the same thing happened. The customer attempted again and tried reconnect to lost sensor after an half hour it gave him the sensor lost error again. The customer was told to call back if the same issue occurred, and it happened again. Customer stated he started the warm up and it went straight to lost sensor. The customer stated the pump was not communicating with the transmitter. The customer stated they were able to remove the sensor at that time. The sensor was missing from adhesive patch. The customer reported that the filament of the sensor was missing. The introducer needle was not hard to remove. The customer reported that the sensor cannula fractured while in the body. Customer was unsure if the sensor cannula was still in the body. The sensor will be returned for analysis.